Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 on the auxiliary was failed. A field service engineer determined that a reboot would likely resolve the issue and proceeded to shut down the station to access the controller boards for the affected drawer. After testing, the boards were found to be functioning properly. All cables to the sub-drawers were disconnected and then reconnected. The station was powered back on, completing the reset process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.